Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen (500 mcg/ml at a dose of 26 mcg/ml) via an implantable pump. The pump¿s indications for use were intractable spasticity and multiple sclerosis. It was reported the patient presented to the emergency department with weakness. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. Interventions include a magnetic resonance imaging (MRI) and hospital admission. The pump logs were within normal limits (wnl). Surgical intervention had not occurred and it was unknown whether surgical intervention was planned. It was unknown whether the issue was resolved. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.